Event description:
Customer stated "coag function not working properly see additional details. When using the coag function the flow of electricity is slow to start then 'pops' and there is a burst of electricity and a spark. The cut function worked ok." Reference repair order #(B)(4). Ref : (B)(4).

Manufacturer narrative:
*Investigation; x-review DHR; x-inspect returned samples . *analysis and findings : complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 11/4/16 under wo #214148 & 195875 and shipped on 4/19/17. Manufacturing record review: DHR's 214148 & 195875 were reviewed and non-conformities, unrelated to the complaint condition, were noted. None of the observed notes indicate a similar issue. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 93403 this unit was at csi on 11/26/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found the coag mode was not functioning properly. Upon inspection of the device internally, a loose bj2 was noted. This is one of 3 connectors for the hand piece/pencil and correlates to the complaint description concerning coag mode. Bj3 is for the cut mode and found to function also correlating with the customer comments in the problem description. Bj1 is the power supply. Root cause : a definitive root cause for this issue could not be reliably determined at this time. All units are put through in-process testing including checks on coag function. Given the unit was in service for 2 and a half years with no other incidents this is being considered an isolated incident. *correction and/or corrective action service & repair re-tightened the nut on bj2. The unit was tested to specifications, and returned to the customer. A torque value was assigned when securing the nuts on bj1 thru bj3. Technical operations to process this update on the print when addressing an un-related issued captured on CAPA 731. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
Customer stated "coag function not working properly see additional details. When using the coag function the flow of electricity is slow to start then 'pops' and there is a burst of electricity and a spark. The cut function worked ok." (B)(4).